Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. No unexpected audio or vibrate alarm anomalies noted. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump beeping constantly and suspend insulin delivery. Customer stated insulin pump stopped. Customer performed self-test and it was pass. Customer stated insulin constantly beeping and no response from any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.